Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient was administered cortisone for tinnitus (date not reported) and is being clinically managed by the health care provider.